Event description:
It was reported that a low ma error code was displayed on the 9800 system c-arm at boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A filament calibration was completed along with reseating of c-arm pcbs. The system was tested and found to be working as intended and placed back into service.